Event description:
The user facility reported a hose at the inlet to the a&b filter disconnected causing flooding in the room where the unit was located. Facility personnel shut off the water supply and placed blankets on the floor to absorb the water. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the processor and found the hose at the inlet to the pre-a&b filter had disconnected at the 90 degree factory crimp fitting, resulting in water leakage. The technician replaced the hose, tested the unit and determined it to be operational. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.